Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted (B)(6) 2005.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold and high impedance. The lead was suspected of a fracture. The lead was reprogrammed and turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.